Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination) and all glucose counts were within specifications. Removed sensor plug and inspected the connector. All three contacts were installed properly. Removed sensor plug and inspected sensor plug assembly, no failure mode was observed. It has been determined there was no product malfunction. This also serves as a correction report. (Suspect medical device name), (zip code) and (fax number) were incorrectly documented in the initial MDR 30 day report.

Event description:
Customer's wife reported the customer received a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. It was further reported the customer experienced unspecified symptoms of "low blood sugar" and the customer's wife treated the customer with glucagon. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer received a "replace sensor" message after 1 day of wearing the adc freestyle libre sensor. It was further reported the customer experienced unspecified symptoms of "low blood sugar" and the customer's wife treated the customer with glucagon. There was no report of death or permanent impairment associated with this event.